Event description:
It was reported that after successfully deploying 1st implant, the doctor noticed half of 2nd one was floating loose in the joint (not behind the knee), he was able to remove the other half and suture. He opened another ar-4500 to complete the case. Patient is fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event is typically caused from excessive insertion force being applied during the operation of the device resulting in the observed condition. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device not yet returned by facility.